Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05177. It was reported that catheter froze on wire. During a procedure, an nc quantum apex balloon catheter was used over a samurai guidewire. The wire sticks at the inner lumen of the balloon after dilatation. When the physician pulls the balloon back, the wire pulls back too. The procedure was completed with the same devices. There were no patient complications.